Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer stated that the pc board was crooked & cracked and that the green light was activated just not showing through the cabinet.